Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite and plugged the unit to a different grey outlet and the ventilator powered up. A filter on front of the vent was cracked and leaking and it wouldn't pass the leak check. The filter was removed and afterwards leak check was passing and the volumes are reading correctly. The power switch was replaced due to the original one only allowing the vent to turn on intermittently. A new front cover was installed over the exhalation valve as the original one was broken. Afterwards, a preventive maintenance was completed on the ventilator. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the vela ventilator is not returning the set tidal volume. At this time, there is no information regarding patient involvement associated with the reported event.